Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 409 mg/dl. Customer stated that they experienced high blood glucose event due to his serter not properly inserting the infusion set due to damage. Customer already treated with manual injections. Customer declined to troubleshoot insulin pump for high blood glucose. Customer stated that serter fell apart and was unable to insert his infusion set properly making his blood glucose to increase at 409 mg/dl. The insulin pump will not be returned for analysis.